Event description:
Pca pump with abbott 150 mg morphine pre-filled syringe was very difficult to activate - would maintain maintenance dose but would not allow patient activation of increased dose due to failure of the pump to overcome the effort required to push the plunger in on the pre-filled syringe. The pump would alarm indication high pressure when activated by the patient. When pump changed, error still occurred. Problem seems to be with the syringe, not the pump. Both the pump and the empty syringe have been secured.